Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified, moderately tortuous apical artery. Pre-dilatation was performed with an unspecified balloon. After this, the physician attempted to advance a taxus liberte" 3.5x8.0mm stent to the lesion site but was not successful in crossing the lesion. The device was removed outside the patient and it was then noticed the distal stent edge was flared. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)